Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed advisory alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2020. On (B)(6) 2020, two low speed events were captured, with speed reductions as low as 8170 rpm (1230 rpm below the low speed limit). These events resulted in low speed advisory and low speed operation alarms; however, no pump stoppages were recorded throughout the log file. These events also appeared to be associated with pi events. Excluding the low speed events, the pump operated above the low speed limit for the remainder of the file. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient had low speed advisories while connected to the power module. It was communicated that the patient had been coughing at the time of these events; however, there was concern that there may be issues with the patient¿s driveline. X-rays of the patient¿s driveline were taken; however, the account reported that the results were normal with no areas of concern. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU addresses all pump parameters, including pump speed. Additionally, the hmii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a couple of low speed advisories, they were coughing when this happened, on the power module and we are concerned that there may be issues with his drive line. X-rays will be done shortly. There are also low supply voltage values in the 13 volt range when connect to the power module. This may be the cause of the pump speed drop less than the lsl on (B)(6) 2020. Please replace the patient cable and continue to monitor on a regular patient cable. The remainder of the log file is unremarkable. X-ray was unremarkable. No further or additional information was provided.